Event description:
It was reported that auto mode switching was observed on the atrial channel. There were noise signals from the left ventricle and right ventricle in the atrial channel. Programming changes to extend the post ventricular atrial blanking period were made. There were no patient consequences before, during or after the event.